Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed and undersensing of ventricular fibrillation (vf) was noted. A second dft was then performed and was unsuccessful. An external shock was requested and failed as well. Noise was also observed leading oversensing. The s-ICD system was repositioned, vf induced again but undersensing was still occurred. The physician decided to remove it and planned on a future to implant a transvenous device. No additional patient adverse events were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed and undersensing of ventricular fibrillation (vf) was noted. A second dft was then performed and was unsuccessful. An external shock was requested and failed as well. Noise was also observed leading oversensing. The s-ICD system was repositioned, vf induced again but undersensing was still occurred. The physician decided to remove it and planned on a future to implant a transvenous device. No additional patient adverse events were reported.